Manufacturer narrative:
Evaluation summary. The analysis results for the el5ml instrument confirmed that it was non-functional. The instrument was cycled and fired 9 clips conforming and 3 malformed clips due to an antibackup failure. The device was disassembled to verify the condition of the internal components and the ratchet pawl was found to be damaged causing the anti-backup failure. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws wouldn't grasp. Used another device to complete the case without any problems. No patient consequence.